Event description:
There was an allegation of questionable hcg+beta elecsys results from the cobas 6000 e 601 module. One example was provided. The initial result was 541.6 uiu/ml and the repeat result was 0.230 uiu/ml. The questionable result was reported outside of the laboratory and was questioned by the nurse as the result did not match the clinical picture of the patient. The repeat result was believed correct. The reagent lot number was 643770. The expiration date was requested but was not provided.

Manufacturer narrative:
The field service engineer replaced several tubes and the customer ran precision testing and qc that were acceptable. H3 other text : na.

Manufacturer narrative:
The investigation determined the service actions resolved the issue. The analyzer alarm trace contained abnormal sample aspiration errors. This is an indicator of possible poor sample quality.